Event description:
User experienced low sodium results for twenty-one pts during a one day period. Ten pts examples were provided, all repeated results run in '08. Initial result 133 mmol/l, repeat 140 mmol/l. Complaint from physician prompted repeat of samples. Results are being corrected/recharted. Pts were not treated based on incorrect results. The field service representative was unable to determine the root cause. Performance tests performed which were within specification.

Event description:
User experienced low sodium results for twenty-one pts during a one day period. Ten pts examples were provided, all repeated results run in '08. Initial result 132 mmol/l, repeat 139 mmol/l. Complaint from physician prompted repeat of samples. Results are being corrected/recharted. Pts were not treated based on incorrect results. The field service representative was unable to determine the root cause. Performance tests performed which were within specification.

Event description:
User experienced low sodium results for twenty-one pts during a one day period. Ten pts examples were provided, all repeated results run in '08. Initial result 130 mmol/l, repeat 142 mmol/l. Complaint from physician prompted repeat of samples. Results are being corrected/recharted. Pts were not treated based on incorrect results. The field service representative was unable to determine the root cause. Performance tests performed which were within specification.

Event description:
User experienced low sodium results for twenty-one pts during a one day period. Ten pts examples were provided, all repeated results run in '08. Initial result 131 mol/l, repeat 137 mmol/l. Complaint from physician prompted repeat of samples. Results are being corrected/recharted. Pts were not treated based on incorrect results. The field service representative was unable to determine the root cause. Performance tests performed which were within specification.

Event description:
User experienced low sodium results for twenty-one pts during a one day period. Ten pts examples were provided, all repeated results run in '08. Initial result 134 mmol/l, repeat 141 mmol/l. Complaint from physician prompted repeat of samples. Results are being corrected/recharted. Pts were not treated based on incorrect results. The field service representative was unable to determine the root cause. Performance tests performed which were within specification.

Event description:
User experienced low sodium results for twenty-one pts during a one day period. Ten pts examples were provided, all repeated results run in '08. Initial result 133 mmol/l, repeat 141 mmol/l. Complaint from physician prompted repeat of samples. Results are being corrected/recharted. Pts were not treated based on incorrect results. The field service representative was unable to determine the root cause. Performance tests performed which were within specification.

Event description:
User experienced low sodium results for twenty-one pts during a one day period. Ten pts examples were provided, all repeated results run in '08. Initial result 130 mmol/l, repeat 142 mmol/l. Complaint from physician prompted repeat of samples. Results are being corrected/recharted. Pts were not treated based on incorrect results. The field service representative was unable to determine the root cause. Performance tests performed which were within specification.

Event description:
User experienced low sodium results for twenty-one pts during a one day period. Ten pts examples were provided, all repeated results run in '08. Initial result 134 mmol/l, repeat 142 mmol/l. Complaint from physician prompted repeat of samples. Results are being corrected/recharted. Pts were not treated based on incorrect results. The field service representative was unable to determine the root cause. Performance tests performed which were within specification.

Event description:
User experienced low sodium results for twenty-one pts during a one day period. Ten pts examples were provided, all repeated results run in '08. Initial result 133 mmol/l, repeat 139 mol/l. Complaint from physician prompted repeat of samples. Results are being corrected/recharted. Pts were not treated based on incorrect results. The field service representative was unable to determine the root cause. Performance tests performed which were within specification.

Event description:
User experienced low sodium results for twenty-one pts during a one day period. Ten pts examples were provided, all repeated results run in '08. Initial result 128 mmol/l, repeat 141 mmol/l. Complaint from physician prompted repeat of samples. Results are being corrected/recharted. Pts were not treated based on incorrect results. The field service representative was unable to determine the root cause. Performance tests performed which were within specification.